Manufacturer narrative:
Additional narrative: patient age/date of birth and weight are unknown. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: december 11, 2009. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: per the technique guide, the 511.776 torque limiting attachment is an instrument routinely used in the 2.4mm variable angle lcp distal radius system. The device was returned and reported to no longer hold a screwdriver shaft. The condition is confirmed; the internal ball bearing of the quick couple mechanism is missing which would prevent the device from retaining a screwdriver shaft. It is likely that over six years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in december 2009 and is over six years old. The balance of the returned device is in otherwise fair condition consistent with six years of use. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Upon review of the device history record, no non-conformance reports germane to the complaint condition were generated during the production of this device. It is likely that over six years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during an open reduction and internal fixation procedure to repair a right pilon distal tibia fracture on (B)(6) 2016, the torque limiting attachment quick coupling would not hold the t8 stardrive screwdriver shaft. Another torque limiting attachment was readily available and easily attached to the same screwdriver shaft. The alternate torque limiting attachment was used to complete the procedure successfully with no delay and no harm to patient. The patient status/outcome was reported as doing well. When the device was being evaluated by the manufacturer it was noted that the internal ball bearing of the quick couple mechanism is missing. Concomitant devices reported: t8 stardrive screwdriver shaft (part and lot unknown, quantity 1) this is report 1 of 1 for (B)(4).